Event description:
It was reported that during an ultrasound guided breast biopsy into normal tissue, using two needles, after the first tissue sample acquisition, the physician rotated the bottom mechanism to get the tissue sample out but could not rotate the second time to fire the device to get additional tissue samples. Another device was used to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
A lot history review was conducted. The first sample was returned with no protective tubing on the needle tip. The stylet and cannula were in their initial positions (not retracted), as the arrow could not be seen in the ready window. There were no visual anomalies noted on the sample. The sample was functionally tested by attempting to twist the rotational knob once to prime the device. The device could not be primed. The sample was disassembled and the internal components were examined. It was noted that the internal components were occluded with dried blood. This likely contributed to the priming issue. The root cause for this event was determined to be supplier related due to over-processed resin. There was no damage noted on the needle hubs. The investigation is confirmed for failure to prime, as the sample could not be primed during functional testing. The sample could not be primed as the internal components were occluded with dried blood. The monopty instructions for use (IFU) provides general instructions for priming, firing, sample and retrieval of samples from the device. Section a through d: the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional information, the complainant/report was unable or unwilling to provide any further patient, product, or procedural details to bard.